Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient has been trained to practice transanal irrigation with peristeen. During the first irrigation performed at home, difficulties and pain during insertion of the catheter. Presence stools in the rectum. Because of pain, very little water was instilled. Feces were evacuated naturally a time after. Later, the patient complains about abdominal pain requiring hospitalization (after medical advice). Perforation of the rectum with risk of perineal cellulitis. Surgery and realization of a colostomy.